Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 530 mg/dl and she changed the site 3 times today and nothing was working. Customer stated that her blood glucose was 240 mg/dl this morning and then it shot up higher. Customer stated that she had 1 bent cannula and pus was there when she pulled it out. Customer stated that the first one was fine. Customer also bolused throughout the day. Customer treated with a manual injection. Customer declined troubleshooting for any of the issues as she believes it is the infusion sets and that their cannulas are too long. Customer wants to get replacement sets that are 6 mm long.